Event description:
It was reported that the right atrial (ra) lead intertwined with the right ventricular (rv) lead during the prophylactic removal of the rv lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead: 2007 (B)(6), explanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.